Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result was target level in the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018] all channels: unspecified microbes (over 25 cfu / 100ml) the test result indicates that enterobacter cloacae, one of indicator microbes, were identified (100 cfu). [Second time; (B)(6) 2018] instrument channel: unspecified microbes (over 25 cfu / 100ml). Air/water channel: unspecified microbes (5 cfu / 100ml, 25 cfu / 100ml). Suction water channel: unspecified microbes (over 25 cfu / 100ml). The test result indicates that no indicator microbes were detected, such as staphylococcus aureus, pseudomonas aeruginosa, other pseudomonas, stenotrophomonas maltophilia, acinetobacter sp, enterobacter or candida sp. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.